Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The patient was an ER patient who's age was in the "late 20's" and is pregnant. The sample initially resulted as 0.249 miu/ml. This initial value was questioned by the laboratory personnel since they normally get positive results from ER patients. The physician was contacted by the laboratory to let him or her know that the sample was going to be repeated in order to check the result. The physician did not believe the initial value. The sample was then repeated on a different e601 analyzer, resulting as 10000 miu/ml accompanied by a data flag. The sample was then automatically repeated by the different e601 analyzer with an onboard dilution, resulting as 106693 miu/ml. The 106693 miu/ml value was believed to be correct. The sample was also repeated using the original analyzer, resulting as 10000 miu/ml accompanied by a data flag. The sample was then automatically repeated by the original analyzer with an onboard dilution, resulting as 104000 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 17753701 with an expiration date of 08/31/2015. The field service representative could not determine a cause. He states that there may have been a bubble in the sample. He flushed all probes with 10% bleach, checked all probe adjustments, and performed a liquid flow path cleaning. He ran performance testing and this was successful. No problems were found with the analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. Information suggests mispipetting of the sample which could be caused by a bubble or false sample liquid level detection. The sample pipettor was found working within specification. It was noted the lab does not use sample tube rack adapters which may cause misaligned sample tubes. The system was confirmed to be running within specification.